Manufacturer narrative:
Concomitant medical products: product ID: 37712, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator. (B)(4).

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for chronic low back pain and failed back surgery syndrome. It was reported that the patient needed a physician to remove her neurostimulators. She had 2 and the one in her back was trying to migrate out of her skin. It was quite painful. Further follow-up is being conducted to determine what the circumstances were that led to the issues, what steps were taken to resolve the issues, and if the issues were resolved. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the circumstances that led to the pain and suspected stimulator migration was a loss of weight. The patient had not found a managing physician for the removal of the stimulators due to pain and suspected stimulator migration. It was reported that removal of the stimulator was the only way to resolve the pain and suspected stimulator migration. There was a report that the issues had not been resolved but when they bump into anything, it hurts so bad that they want to cry.